Event description:
It was reported that the preloaded intraocular lens (iol) was dysfunctional. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: 7/8/2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received inside of the original handpiece cartridge. The cartridge was also observed to have a bent cartridge tip. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified. The lens was removed from the cartridge and cleaned, revealing that it had been torn near the lead haptic. No further issues could be identified. The complaint issue "lens damaged" was confirmed, although could not be confirmed to be related to a manufacturing or design issue. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.